Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas integra 400 plus analyzer. Patient 1: initial result: 361.9 mol/l. Repeat result: 174.3 mol/l. Patient 2 was tested on (B)(6) 2024: initial result: 245.9 mol/l. 1st repeat result: 60 mol/l. 2nd repeat result: 59 mol/l. The physician questioned the initial results as both patients were not renal patients and requested the sample to be repeated.

Manufacturer narrative:
The requested data for the investigation was not provided despite several reminders. The investigation did not identify a product problem.